Event description:
Customer reported, the system will not save or send images, and the system is displaying motion and accessory errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined that the footpedal was under the table causing the down motion error and the table extension was not inserted all the way. Ge rep corrected these problems and system operates as intended.